Event description:
One week post-op the doctor suspected the pt might have an infection. The doctor removed the articular surface and attempted to insert a new articular surface. After several unsuccessful attempts at insertion dr implanted the original surface successfully. Cultures were taken and indicated the redness and swelling was caused by a hematoma and not an infection.